Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 8042b biv ipg implanted: 2010 (B)(6); 5076-58 lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had diaphragmatic stimulation in all lv vector configurations. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.